Event description:
Biopsy forceps were inserted into scope. Tissue sample taken. Forceps were removed and specimen was placed in formalin bottle. Forceps were rinsed in water and then reinserted into scope. When physician asked for forceps to be opened to take another sample specimen, it was noticed that 1/2 of forcep cup was missing. Forcep was removed and physician looked for part missing in pt. It was located in rinse water. Forceps were cleaned and returned to MFR.